Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that "the guidewire was caught in one of the small branches of the posterior cerebral artery (pca), (likely due to vasospasm) which was difficult to remove without causing serious injury to the patient. We decided it would be safe to retain the wire in place rather than retrieving it. Wire was cut at the level of groin. Patient is on antiplatelets for the stenting and we think that it should be enough for the wire as well. Patient had transient neurological signs which improved and patient is fine now ready for discharge." Based on a review of the available information it is probable that the vasospasm experienced during the clinical procedure caused the guidewire to become stuck which resulted in the guidewire having to be left inside the patients anatomy. An assignable cause of procedural factors will be assigned to the reported 'guidewire friction' and 'un-retrieved device fragments', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during elective stent assisted coiling the subject guidewire was caught in one of the small branches of the posterior cerebral artery (pca), likely due to vasospasm, which was difficult to remove without causing serious injury to the patient. The physician decided it would be safe to retain the subject guidewire in place rather than retrieving it. The subject guidewire was cut at the level of groin. Patient is on antiplatelets for the stenting and that it should be enough for the wire as well. Patient had transient neurological signs which improved and patient is fine now ready for discharge. No additional information is available.

Event description:
It was reported that during elective stent assisted coiling the subject guidewire was caught in one of the small branches of the posterior cerebral artery (pca), likely due to vasospasm, which was difficult to remove without causing serious injury to the patient. The physician decided it would be safe to retain the subject guidewire in place rather than retrieving it. The subject guidewire was cut at the level of groin. Patient is on antiplatelets for the stenting and that it should be enough for the wire as well. Patient had transient neurological signs which improved and patient is fine now ready for discharge. No additional information is available.